Event description:
Per independent repair center statement, the irc5po2 concentrator was alarming (red light). The key failure was manifold valve was not fully shifting. Additional malfunction was the tie wrap on the pe valve was leaking.